Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. The patient is a child. (B)(4).

Event description:
It was reported that the port on the tracheostomy tube sunk into the case around it when a syringe was inserted into the port to inflate the cuff. The reporter stated that "it was impossible to withdraw the port without squeezing the balloon. If the balloon had been squeezed to exert pressure to push out the port from the casing, this would have applied additional pressure to the internal cuff in the child's trachea. They also noted that it would have caused discomfort and possible caused it to split under such pressure." It was decided to cut the balloon in order to deflate the cuff to remove the tracheostomy tube. The tracheostomy tube was replaced with a new one. Additional information has been requested and not received. No adverse events reported at this time.